Event description:
Outbreak of hailey hailey disease [benign familial pemphigus]. Case description: spontaneous report received on 04-aug-2008 a (B) (6) male consumer with a history of osteoarthritis and hailey-hailey disease, (B) (6) who experienced an outbreak of hailey-hailey disease after starting synvisc. The patient received injections of synvisc into the left knee on (B) (6)-2008 and (B) (6)-2008. He experienced a minor outbreak of his hailey-hailey disease, a benign, familial, chronic pemphigus, on (B) (6)-2008 and the worst outbreak in forty three years on (B) (6)-2008. An outbreak involves blistering of the skin; the skin weeps and the outer layer is lost and the skin breaks down leading to open sores that take a while to heal. The patient's outbreak has occurred in the neck, groin/anal area, soft tissues in elbow and under arm and one spot on the right forearm. The patient was being treated with oral prednisone and azithromycin. At the time of this report, the outcome was unknown. Follow-up information was received from the hcp on 04-sep-2008. She updated the medical history to include moderate osteoarthritis, joint narrowing and osteophytes. Effusion was not collected prior to the second injection. She confirmed that the third synvisc injection was not given. The onset date of symptoms was (B) (6)-2008. The offset was reported as "two weeks". The patient experienced systemic skin eruptions in the neck and groin. The patient's symptoms were treated by the dermatologist. Exudate was not collected after the last synvisc treatment. Concomitant medications were reported as asa, naprosyn, and glucosamine. The hcp reported stress as a possible precipitating event of the patient's symptoms. At the time of this report, the outcome was unknown. Follow-up information in the form of a qa report was received 05-sep-2008. Qa results: the production and quality control documentation for lot# r0804 expiry date 03/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Qa results received 05-sep-2008: the production and quality control documentation for lot# r0804 expiry date 03/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.